Event description:
The customer reported that the system failed to boot to a usable state and exhibiting a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power circuit was evaluated and the system circuit breaker was reset. The system was tested and found to be working as intended and returned to service.